Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent a dental procedure using putty implanted in an extraction socket. Primary closure was done. Two days post-op, the patient returned to have the sutures removed. A week and a half post-op, the tissue on top of the socket had necrosed. The graft was exposed with denudation of socket walls from the inside-inside the socket was very dry. It took three weeks to get it covered. The surgeon feels that "the graft material is drying or absorbing the blood clot a lot depriving the walls from the necessary element to heal."